Event description:
The iab leaked. Blood was noted in the membrane. The iab was removed and a second was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - reported 11/15/96. Patient's current status: unk - rpt'd 11/15/96.